Event description:
It was reported that the patient was experiencing discomfort at the ipg pocket site. In turn, the patient underwent surgical intervention on (B)(6) 2019 where the ipg site was moved. The issue has reportedly since resolved.